Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the final investigation. Following field was update: d8, d9, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. According to the investigation, the was also issue of bending section rubber chipped, objective lens corroded, light guide lens cement peeling and forceps passage corroded. The root cause could not be identified. According to the investigation, the most probable cause of this reported issue is traced to component failure, expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information. Following field was update: h4 olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited rust on tip & inside the lumen. No reports of patient harm.